Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. A specific cause for the multi-organ failure could not be conclusively determined through this evaluation, and no other atypical events were reported. The patient expired on (B)(6) 2020. No product is available for investigation. No additional information was provided. The relevant sections of the device history records for the mlp-022803 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15sep2020. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due multi-system organ failure. The device was not explanted.